Event description:
It was reported the device "failed" and it nearly cost the patient his life. The patient had an intrinsic heartrate of 20 bpm. It was also noted the device had been checked a few months earlier and the projected battery life indicated 44 months of battery life remaining. The device was replaced, and the patient was reported as doing well.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.